Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that atrial sensing decreased to 0.8 mv. Attempts to reposition the lead were unsuccessful. The lead was removed and replaced.